Event description:
Customer reporting suspected false positive sars result. Confirmation method was not performed and symptomatic status of patient is unknown. Customer communicated they suspect contamination from adjacent wells (carry over). Attempts were made to gather further information from the customer without success.

Manufacturer narrative:
Investigation summary: unable to determine with information provided. Suspect contamination. Root cause: unable to determine; insufficient information source: phone.